Manufacturer narrative:
The field service engineer evaluated the ventilator and replaced the flow sensor. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported upon powering on the 840 ventilator generated a device alert alarm with diagnostic error codes. The 840 ventilator generated an air psol (proportional solenoid valve) stuck open error code. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction: date should be (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.